Event description:
Medtronic received information that during a case, this 560 bio-console instrument stopped operating. The perfusion group determined that prior to use, the bio-console was plugged in and the perfusionist noted a "battery failure" warning. The perfusionist decided to use the instrument as they intended to keep the unit plugged in. Approximately fifteen minutes into the case, the bio-console turned off and would not turn back on. The perfusionist tried different outlets and extension cords without success. The bio-console was switched out with a backup bio-console without issues and without the use of the hand crank. There were no adverse patient effects.

Manufacturer narrative:
Performance testing of the bio-console performed at the hospital by the medtronic field service technician found that the instrument operated as intended with no evidence of a malfunction. Analysis found no power supply errors or issues listed in the instrument error log. The preventive maintenance was performed per specifications and the instrument was returned to customer use. (B)(4).